Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation, the device displayed a fault code indicating long charge time. It was suspected that increased left ventricular (lv) lead threshold measurement of 6.0v@2.0ms was the cause for the early depletion. A revision procedure was performed. The device was explanted and the lv lead was surgically abandoned. No adverse patient effects were reported during the procedure.